Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter, precluding further device investigation. The cause of the reported difficulty of an increased intra-peritoneal volume (iipv) could not be determined. A review of the device history record revealed a system error 4 alarm had occurred during manufacture of the device; the device was reworked and passed all subsequent tests. A system error 4 alarm is a software error that would not have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the drain volume reached 3531ml, fill volume 2100ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.